Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair, and the user toggled between g6 and g7 settings and re-entered the sensor code, after which the sensor entered a 30-minute warm-up. Symptoms included no alerts or alarms. Outcomes included user education and successful initiation of warm-up without clinical impact.

Manufacturer narrative:
Investigation included user-guided troubleshooting. Investigation of this case revealed a pairing failure with the responsible device not identified. It was concluded that the event was addressed through troubleshooting with no further action required.